Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an jagtome rx 39 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, on the first attempt to bow the device, the cutting wire of the jagtome rx 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed from the scope, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.